Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion details are unknown. A 3.50 x 24 synergy drug-eluting stent was used. The stent became damaged at an unspecified time. This stent was not implanted. The procedure was completed with another of the same synergy. There were no patient complications reported and the patient's condition was well.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and moved 12mm distally on the balloon. The middle part of the stent profile was bunched together indicating that the damage most probably occurred during removal of the stent protector. The distal & proximal ends of the stent were found to have minimal damage to their profile relative to the stent mid-section. The maximum crimped stent profile measured 0.0446¿ which is below the max crimped stent profile. The product stent protector was returned for analysis with the device. A pin gauge fit into the stent protector confirming the internal diameter to be within the specified parameters. Therefore it can be determined that the stent protector fit on the crimped stent provided the correct removal of the stent protector was used. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion details are unknown. A 3.50 x 24 synergy¿ drug-eluting stent was used. The stent became damaged at an unspecified time. This stent was not implanted. The procedure was completed with another of the same synergy¿. There were no patient complications reported and the patient's condition was well.